Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the implantable neurostimulator recharger (insr) was not holding a charge. During the call, they tried the programmer and it showed the implantable neurostimulator (ins) was on and the implantable neurostimulator recharger (insr) was full. Then the consumer noticed it was the connector pin on the desktop charger that was damaged. The desktop charger was unable to charge the insr. Since about a week prior to the report, the patient was in pain because they were not able to charge and the ins was not holding a charge.

Manufacturer narrative:
Evaluation conclusion: desktop charger (serial # (B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.